Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaws of the applier were found misaligned/bent during use. Therefore, the user stopped using it and replaced it with a new one. No clip fell/remained in the patient. The applier was purchased by the hospital within 1 year.

Manufacturer narrative:
Qn#(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha wi facility as part of a (B)(4) pc. Lot in (B)(6)2019. Evaluation of the returned instrument shows that the tips are loose and misaligned , and the jaw pivot pin is pushed thru one side of the damaged/bent outer tube assembly thus we are able to validate this complaint. Mishandling of the returned device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to release to customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that the jaws of the applier were found misaligned/bent during use. Therefore, the user stopped using it and replaced it with a new one. No clip fell/remained in the patient. The applier was purchased by the hospital within 1 year.